Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode at the time of incident. Customer alleged that the insulin pump was over delivering because customer's blood glucose was low. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned insulin pump for alleged over delivery and low bgs on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Unit passed dat test at 0.08705 inches. No under delivery anomalies noted during testing. Unable to verify low bgs. Unit successfully downloaded to thump and care link. The following boluses were delivered on event date: daily total of bolus insulin delivered = 9.6 u. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, insulin pump passed functional testing and no over delivery anomalies noted during testing. Unable to verify low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.